Event description:
The aids were transferring resident from a bed to a wheelchair when actuator shaft broke causing resident to fall. Resident sustained black eyes and bruises on arms, back and legs. No indication of broken bones reported.

Manufacturer narrative:
Our distributor investigated this incident report included with this. It was found out a company called (B)(4) is servicing and certifying some part of their lifts on an annual basis. Our distributor has not serviced this lift since 2009. Noted that the spreader bar did not look correct according to our distributor report. It is not known if anything had ever been placed between the actuator and the mast of the lift to possibly cause a shaft separation on the actuator as the stickers are still in place cautioning this from happening. Reports and photos included in this report.